Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Just over three months post implant it was reported that the device and lead were pulled back from their initial positions. The physician was inclined to think that the patient was a twiddler. The dislodged right ventricular (rv) lead was explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.